Manufacturer narrative:
(B)(4). This is the same patient as in (B)(4). The patient's weight was reported as (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was not reported. On an unreported date, the patient was hospitalized for the event and was treated with an unspecified intraperitoneal antibiotic (dose, route, and frequency not reported). At the time of this report the patient had recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.